Manufacturer narrative:
Product analysis: at incoming inspection, there was no error code in the display however it was noted that a firmware update was required. It was additionally noted that the device failed its dial test and the encoder was therefore replaced. The unit passed all of its final testing with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a reset to nominal values could be induced on the external pulse generator (epg) by hitting, rubbing or shaking the device. This was noticed only during testing of the device by the technical department in the hospital. The device has been quarantined by the hospital and will not be returned. There was no patient involvement. It was further reported that the product was returned to service and that it subsequently tested out of specification during manufacturer's analysis.